Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2010, 1st inr: 1.2, 2nd inr: 2.2, 3rd inr: 2.0; (B) (6) 2010, 1.2, 1.5, 1.3.